Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) in refrigerator was failed. A field service engineer (fse) cleaned the latch and applied grease to ensure smooth operation. The harness cable connections were tightened to improve stability. However, authentication to the hardware test application (hta) system could not be established. Despite this, the refrigerator door was tested through the application and functioned without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was failed. The customer reported that a malfunction took place when the nurses accessing medication to the patient. There were no adverse events or injuries reported based on this event.